Event description:
A malfunction on the pump was reported by the caller, which involved a software error detected with a malfunction code, but no notable events occurred prior to the malfunction. There was no adverse impact on the customer's blood glucose level. Technical support assisted the caller with resetting the pump, and the malfunction code did not recur afterward. The customer was advised to continue using the pump and instructed to contact support if the issue reappeared, which the caller acknowledged and understood.